Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the pen ndl 31g 5mm 5ct sample intl was unable to deliver insulin/medication. This event occurred 9 times. The following information was provided by the initial reporter: the customer stated the "customer has been using the pack for 4 weeks and a total of 9 needles where no insulin has passed through. Handling correctly."